Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead was noted with 19 high ventricular rate episodes, which suggested ventricular noise. No changes were made. The patient was stable and will be monitored remotely.